Event description:
It was reported by the customer that the bd pyxis¿ medflex 1000 drawer did not open. The customer reported that the drawer did not open while issuing medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not configured. A technical support specialist performed to configure the drawer by enabling all zones to allow the drawer to open. The system functioned as intended after the technical support specialist investigated the device.